Event description:
There were two incidents reported of canisters imploding in two different or rooms. Canisters imploded during procedures. There were no pt consequences or reported injuries. A third incident occurred with a competitor's canister. Complainant states they are having their vacuum system checked out.